Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an issue with their right ventricular (rv) lead. They said it " takes twice the voltage" and moved their rate from "60 to 70 because they were skipping some beats". The rv lead remains in use. No patient complications have been reported as a result of this event.